Event description:
The reporter called and alleged discrepant results on the device when compared to the lab. The reported device result to lab inrs were 2.0, repeat 2.5/2.9; 2.6, repeat 3.8/2.9; and 2.6, repeat 3.7/2.9. The patient's coumadin was held for one day. The device was replaced and requested to be returned for evaluation.